Event description:
It was reported that the heartstart mrx had a pca malfunction that intermittently prevented the device from detecting ac power. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.